Event description:
It was reported that the patient experienced syncopal episodes but it was unclear if these were due to an arrhythmia. It was found that the arrhythmia monitor had been turned off during a previous power on reset. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.